Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck plunger clamp in the reported problem area of the pipette assembly. The plunger clamp in position # 8 was replaced. The instrument was inspected and tested without further problem, and returned to expected operation.